Manufacturer narrative:
Complaint details: the customer reported on (B)(6) 2019 that all of the tele patients in the ICU are in comm loss. Service requested: troubleshooting. Service provided: troubleshooting. Investigation result: the root cause of the issue was unable to be determined as contact with the customer could not be made. Nk ts suggested the customer to replace the switch. A review of (B)(4); (B)(6). Service history found the following tickets: (B)(4) tele discharged the whole system; root cause: (B)(4) - the patient is in comm loss on one transmitter; root cause:poor handshake/connection between devices 300148932- comm loss on all telemetry devices; root cause/cause: power issue with ups the cns was able to notify staff of issue with error message "comm loss". The root cause of the issue was unable to be determined. . Based on the device service history, poor handshake/connection between devices was prevalent. The unit was in use with a patient and there was no reported patient harm. Additional information: b4. Date of this report d11. Concomitant medical products f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? Additional information h6. Event problem and evaluation codes h10. Additional manufacturer narrative. The following fields are not applicable (n/a) to this report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 d11& c2 f10 g6 g8 h7 h9. The following field contains no information, as attempts to obtain information were made, but not provided: e3 initial reporter - occupation. D11. Concomitant medical products: the transmitters were being monitored on the cns.

Event description:
The customer reported that the cns had signal loss on all tele devices.

Manufacturer narrative:
During troubleshooting it was found that the allied telesys switch was powered off and would not power back on. They were advised to replace the failed switch to resolve the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information, as attempts to obtain information were made, but not provided: initial reporter - occupation.

Event description:
The customer reported that the cns had signal loss on all tele devices.